Event description:
The pt was scheduled for a coronary and peripheral diagnostic cath procedures. After the completion of the coronary procedure, exchange of catheters were done to a 4 fr diagnostics peripheral cook vcf 65cm catheter, (B)(4), lot #4527400 for the peripheral section of the case. It was noted that the tip of this catheter broke off and needed to be removed. An amplatz goose neck snare advance 4 fr 102cm lot #9842277 (B)(4) and then amplatz goose neck snare 10mm x 120cm were used to successfully remove the vcf tip. The pt remained in stable condition post procedure and was transferred to the cath recovery area.